Event description:
It was further reported that the lesion was calcified and the superficial femoral artery was non-tortuous. As the physician withdrew the choice pt guide wire from the lesion and through the introducer sheath, difficulties were encountered and the proximal 15cm of the choice pt guide wire fractured.

Event description:
It was reported that during a percutaneous peripheral intervention procedure a guide wire fracture occurred. The lesion was located in the left superficial femoral artery. As the 182cm choice pt guide wire was withdrawn outside of the patient, the proximal 15cm of the choice pt guide wire detached 'into the hand of the nurse. The procedure was completed with another choice pt guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed fractures located 28.8cm and 153.2cm from proximal end. Kinks were noted at 115cm and 151.5cm from the distal end. The outside diameter of the guide wire was measured and found to be within specification. Sem analysis of the fractured section revealed that the failure on the proximal side of the wire occurred due to a bending overload and failure on the distal side of the wire occurred due to a mechanical cut followed for a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was calcified and the superficial femoral artery was non-tortuous. As the physician withdrew the choice pt guide wire from the lesion and through the introducer sheath, difficulties were encountered and the proximal 15cm of the choice pt guide wire fractured.